Event description:
It was reported to tyco healthcare/kendall on august 1, 2006, that a customer had a problem with a dialysis catheter. The customer states "pt oozing/bleeding profusely at the catheter insertion site while on cvvhd for renal failure, pressure dressing was applied. After holding pressure, the rn looked under the dressing and she could see that the left "pigtail" was separated from the vascular catheter. Sterile hemostats were used to stop the bleeding."